Manufacturer narrative:
Device not returned

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose ranged from 324-325 mg/dl. The customer reverted to an alternate method of insulin therapy.